Manufacturer narrative:
The patient was sitting on the rollator with fixed parking brake. When standing up she hold at the handles. Due one of the parking brakes did not fix the rollator moved away and the patient fell to the floor. According feedback of the dealer the fixation screw at the left brake handle was loose. The banjo is the same /similar to a product or products which are, or have been manufactured and/or marketed by invacare in u.s. This alleged incident occurred in (B)(6).

Event description:
The patient was sitting on the rollator with fixed parking brake. When standing up she hold at the handles. Due one of the parking brakes did not fix the rollator moved away and the patient fell to the floor. According feedback of the dealer the fixation screw at the left brake handle was loose. The banjo is the same /similar to a product or products which are, or have been manufactured and/or marketed by invacare in u.s. This alleged incident occurred in (B)(6).